Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and the main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure to complete its internal self-test could not be reproduced during evaluation. The main circuit board was replaced to address the leaky super capacitor. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced due to a leaky super capacitor. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.